Manufacturer narrative:
Carefusion complaint number (B)(4). The carefusion field service representative evaluated the unit and was able to confirm the broken exhalation receptacle. The receptacle was replaced and the user verification test and operational verification procedure were performed and unit is meeting manufacturer specifications. (B)(4).

Event description:
The customer stated that the unit has a broken exhalation receptacle notch which is causing the unit to fail the leak test. There was no patient involvement as the failure occurred during the user verification test.